Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs3096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the huber plus was accessed to the port body and blood return was confirmed, air contamination was found into the extension tube. The device was removed and another huberplus was used. There was no reported patient injury.

Event description:
It was reported that when the huber plus was accessed to the port body and blood return was confirmed, air contamination was found into the extension tube. The device was removed and another huberplus was used. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of air in the infusion set was confirmed and the cause appeared to be manufacturing related. One 22g huber plus infusion set was returned for investigation. A functional test of the infusion set revealed a spraying leak in the extension set tubing. A microscopic examination of the leak site revealed two slits in the circumferential direction. One of the slits penetrated the lumen, which allowed fluid to leak from the extension set. The adjoining surfaces of the slits were striated, which is consistent with a sharp instrument cut. Bd is working closely with the manufacturing facility to prevent recurrence of the reported issue. H3 other text : evaluation findings are in section h.11.